Event description:
The physician reported that the patient's reported events, including pain and choking, were unrelated to vns. The physician attributes the patient's complaints to her "psychological issues." After the device was disabled, the patient's pain and symptoms persisted. The patient also claimed that pain medications did not work either. The physician is referring the patient for explant surgery because the patient complained to administration. The physician originally did not want to remove the patient's vns, but the patient persisted that she wanted it explanted. As such, the patient is being referred for vns explant surgery, but it has not occurred to date. The physician clarified that this is not being done to preclude a serious injury.

Event description:
It was reported that the patient had her generator and lead explanted on (B)(6) 2012, due to the patient requesting for the device to be removed. No replacement was implanted at this time. The explanted products were received for analysis by the manufacturer, however it has not been completed to date. The return product form indicated that the products were explanted due to the patient wanting it out due to left chest and arm pain.

Event description:
Product analysis for the generator and lead was completed. The pulse generator diagnostics were as expected for the programmed parameters. The near end of service flag was set, n eos = yes. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. During visual analysis, it was noted that the septum was cored and evidence of body fluid remnants were observed in the header septum cavity. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis, and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. There is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age incorrectly.

Event description:
It was reported that a vns patient wanted her device explanted due to constant pain in the left chest that spreads to the legs and right side of the body. The company representative reported that in clinic notes dated (B)(6) 2011, the patient was complaining of several months of left arm pain, chest pain, and a choking sensation which she attributes to vns. The patient's vns had since been turned off the previous month by neurologist. However, the patient still complained of left chest pain and arm pain. Diagnostics were reportedly not performed because the patient cannot tolerate 1.0ma. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.